Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed during the prime process. The drive support cap is protruded. The blood glucose reading is 236 mg/dl. Customer will treat with manual injections. Advised customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to loose protruded drive support disk. Unable to confirm compromised force sensor system alarm due to motor error alarm. However, the insulin pump passed displacement test, self-test and unexpected restart error test. All operating currents tested within the spec range and passed off no power test. The insulin pump had cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window and minor scratches on the display window noted.